Manufacturer narrative:
Concomitant medical products: product ID: 694765 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission indicated undersensing of the atrial lead during arrhythmia episodes. The lead remains in use. No patient complications have been reported as a result of this event.